Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician tried multiple times to position, "screw in" the lead. The lead appeared to function properly but could not be manipulated into place where the physician could get good, reliable sensing or thresholds. The physician implanted a different lead. No patient complications have been reported as a result of this event.